Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 239, 188, 266 and 421mg/dl. The customer's expected fasting blood glucose test result range is 97 - 155mg/dl. Customer stated a few days ago her reading was in the 300's fasting and she took insulin and her glucose dropped to around 40mg/dl. Customer's non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 297mg/dl and 283mg/dl using truemetrix meter. The customer stated she stores her strips in her purse and travels often. The test strip lot manufacturer's expiration date is 10/25/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result1:239mg/dl date:(B)(6) 2017 time:12:44pm fasting, result2 :188mg/dl date:(B)(6) 2017 time:8:36am fasting, result3 :123mg/dl date:(B)(6) 2017 time:9:55pm fasting, result4 :266mg/dl date:(B)(6) 2017 time:7:38pm fasting, result5 :421mg/dl date:(B)(6) 2017 time:7:35pm fasting. Customer is concerned with high fasting results of all readings listed except 123mg/dl. Customer stated a few days ago her reading was in the 300's fasting and she took insulin and her glucose dropped to around 40mg/dl (non-fasting).